Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle hub separated from the syringe during use. The following information was provided by the initial reporter: the customer noticed when removing the needle shield the needle hub has separated on 3 of her insulin syringes.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle hub separated from the syringe during use. The following information was provided by the initial reporter: the customer noticed when removing the needle shield the needle hub has separated on 3 of her insulin syringes.

Manufacturer narrative:
H.6. Investigation: customer returned six (6) loose 0.5ml bd insulin syringes. Consumer reported when removing the needle shield the needle hub has separated on 3 of her insulin syringes. All six returned syringes were examined, and all six exhibited a needle hub/shield assembly separated from the syringe barrel; no damage to the barrel tips was observed. A review of the device history record was completed for batch # 9343326 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. CAPA#1122103 was initiated. H3 other text : see h.10.